Event description:
Additional information was received on (B)(6) 2012, indicating that the patient underwent an exploratory procedure on (B)(6) 2012. During the procedure, the lead pin was re-inserted into the generator and the high impedance resolved with the lead impedance being approximately 3000 ohms. The lead and generator were not replaced at that time. Additionally the patient was seen again on (B)(6) 2012 and the impedance was still ook at approximately 3000 ohms.

Event description:
It was reported by a physician through a company representative that high impedance was received at a follow-up appointment. The last known good diagnostics were from (B)(6) 2012. The patient was re-scheduled to have the generator programmed off. No patient manipulation or trauma was reported to have had contributed to the reported high impedance. Programming history was received and reviewed. Review of system diagnostics indicated impedance at implant was within normal limits. On (B)(6) 2012, the impedance was 2281 ohms. On (B)(6) 2012, the impedance value was 4058 ohms. On (B)(6) 2012 impedance value was > 10,000 ohms. The patient was referred for x-rays. Review of x-rays indicated the generator placement appeared to be normal. The lead pin appeared to be properly inserted inside the connector block. The filter feed-thrus appeared to be intact. The placement of the electrodes appeared to be in normal positioning in accordance to cyberonics labeling. There was some lead behind the generator which could not be assessed. No acute angles or lead discontinuities were observed in the observed portions of the lead body that could be assessed. At the moment, revision surgery has been planned but not confirmed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.